Event description:
A report was received on 06 nov 2024 from the caregiver of a 61 year old male patient with a medical history including end stage renal disease, who stated the patient was hospitalized following insufficient fluid removal during a home hemodialysis treatment on (B)(6) 2024. Additional information was received on 14 nov 2024 from the home therapy nurse (htn) who stated the patient was admitted to hospital on (B)(6) 2024 for evaluation of an unrelated infection, fluid overload and acute pulmonary edema. Per the htn, the patient had a history of non-compliance with his treatment schedule and with dietary and fluid restrictions. The patient was discharged on (B)(6) 2024 and has resumed treatment with the nxstage system.

Manufacturer narrative:
All devices must meet quality requirements and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. Factors outside the scope of nxstage therapy can impact the patient's weight, these include but are not limited to the accuracy with which intake is recorded, the weighing techniques used, and the patient's comorbidities. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).